Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The customer reported false air in line warnings was not reproduced during evaluation. A review of the event history log identified air-in-line, however the ehl cannot determine whether true or false. The ultrasonic sensor fluid numbers were within specification. No correction is required.. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line warnings. There was no patient involvement. No additional information is available.